Event description:
It was reported that this right ventricular (rv) lead presents impedance spikes high out of range. Health care professional (hcp) decided to turn off the impedance alerts and maintaining the non-physiologic signal alert. No sensing, threshold or noise signals were noted. Rv remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).